Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 123 mmol/l. The sample was repeated twice and the results were 144 mmol/l and 138 mmol/l. No questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.